Event description:
Dexcom transmitter failed catastrophically leaving me without a working continuous glucose monitor. The failure is due to faulty equipment, which was promised to be replaced within 1-3 business days. The company has not provided the replacement within a timely matter and the item did not confirm to be shipped from the vendor until 76 hours after the problem was reported to them.